Event description:
An eleven-year-old was receiving an infusion of cephtazadine via syringe pump. When the infusion was complete, the bed was saturated with solution. The huber needle had become detached from the winged hub. The needle portion migrated under the skin. The pt was taken to the ER to have the needle removed.